Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from around the bag spike during a chemotherapy infusion. The bd bag clamp was utilized to secure the spike to the b.braun bag; however, leakage occured. There was no report of patient or staff harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leak at the drip chamber spike was not confirmed. The set was visually inspected and some scratches were found on the drip chamber spike where the bag clamp was attached to the spike. No other anomalies were observed. Functional and pressure testing resulted in no leaking at the spike or anywhere else throughout the set. The root cause of the customer¿s report could not be determined.

Event description:
The infusion was nivolumab 240mg/sodium chloride 0.9% 100ml IV piggy back infusion programmed to infuse for 1 hour.